Event description:
(B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the importer (B)(4). It was reported a person was being transferred with an ambulift lifting device and that during this transfer, the chair detached from the hoist and the patient fell. The patient and caregiver who was involved on the incident sustained bruises. A review of complaints indicates that over this period there were 5 reportable records indicated to be related with failure mode investigated here (safety catches malfunction). After our review of complaints related to failure of catches, we conclude that there is no trend for ambulifts' safety catches malfunctions. (B)(4). The device was put through a function test by the arjohuntleigh representative that visited the site. We were able to find deficiency with the device. This means that system was not up to specification when the event took place. The device was being used for patient handling and in that way contributed to the event. From our evaluation, it appears that this particular unit was in use for almost two decades and it clearly shows some signs of wear; we consider this malfunction to be a result of a prolonged time of usage with the combination of user misuse as the safety catches have signs of long standing deformations and nevertheless, the device was still in use. We have not been able to find any contributing manufacturing anomalies. The root cause of the complaint was found to be a use error as the received information and our evaluation as described above are showing that if the IFU safety warnings are followed, there will be no patient or caregiver risk.